Event description:
It was difficult to approach the lesion with the subject device and a excelsior sl-10 microcatheter. The excelsior sl-10 microcatheter was steam shaped after removal. When attempts were made to try to shape the subject device, it was noticed that the coating was peeled off at the proximal segment. The procedure was finished successfully with another device.